Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a low pacing impedance and lead noise was observed. Diagnostic imaging was performed and the physician suspected lead damage. A revision procedure was performed to explant and replace the lead, but was not possible due to patient anatomy. The physician opted to reprogram the device in order to deactivate the lead and the patient was in stable condition.